Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/05/2017 with the following findings: during investigation, the pump basal history appears to be inaccurate due to pump being manually suspended at for 10/18/2017 and manually resumed. A temp basal program of 0.00u was run. A prime was recorded and a 0.00u basal rate recorded at this time. On 10/19/2017 at 22:41& 23:01 0.00u basal rates were recorded. Pump was manually suspended on 10/20/2017 12:56; deliveries never resumed. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. Unable to duplicate a basal history recording defect during testing. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 570 mg/dl and was hospitalized. The patient as treated with insulin via injection and intravenous fluids while at the hospital. The reporter reviewed the pump history with a customer technical support representative and found that the basal history did not match the active basal program. There were several unexplained 0 unit basal deliveries in the pump history. This complaint is being reported based on the allegation that the patient was hospitalized with hyperglycemia and the pump¿s history indicated insulin wasn¿t being delivered.